Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a low blood glucose (bg) level of 58mg/dl. Apple sauce was consumed to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.